Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt message, check therapy electrode message) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure and the reported messages was isolated to an open pulse wire between distribution node (dn) and ECG b. The root cause for the open pulse wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and notified zoll that a patient had been receiving "adjust belt" and "check therapy electrode" messages.